Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported cloudy vision following cataract surgery with an intraocular lens (iol) implant. He was prescribed topical medication for the cloudy vision. A different doctor performed a laser for an unknown reason to the consumer, and prescribed topical medication for intraocular pressure. The consumer reports halos, starbursts, blurry vision, and being unable to drive. Additional information has been requested.